Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "discomfort". This record is for right side. Device remains implanted.

Event description:
Physician reported right side rupture and "capsular contracture baker grade iii". The device was explanted and not returned.

Manufacturer narrative:
Clarification to partial date of implant: 2014. Clarification to partial date of occurrence: 2024. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade 3. A review of the device history record (DHR) has been completed. No deviations or non-conformances noted. Laboratory analysis summary of device photos. Device photograph(s) for the device related to the reported event of rupture, capsular contracture and pain requested on november 20,2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.